Event description:
Per the clinic, the patient experienced an ossified cochlea. The patient underwent a revision surgery under general anesthesia on (B)(6) 2024 to reinsert the electrode with the assist of contour depth gauge. The implanted device remains.